Event description:
This lead was implanted on (B)(6)2016 and still remains implanted at this time. It was noted on (B)(6)2016 that the lead was repositioned and failed to capture. The physician was dr.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).